Event description:
It was reported that thirty minutes post a dialysis catheter placement, the lumen of the catheter was allegedly blocked and not working. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm hemostar d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. An in-house syringe was attached to the red luer and blue luer. Both were patent to infusion and aspiration. No leaks were observed throughout the catheter. Therefore the investigation is inconclusive for the reported blocked catheter issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thirty minutes post a dialysis catheter placement, the lumen of the catheter was allegedly blocked and not working. The procedure was completed using another device. There was no reported patient injury.